Event description:
The customer claims that the sitter select alarm model 8361 is functioning intermittently. No pt contact or injury reported.

Manufacturer narrative:
Evaluation results: (other) - there is moderate battery corrosion on the lower left side of the battery coil. The unit functions normally. Conclusions: corrosion in the battery compartment is primarily caused by mixing battery types or using old and new batteries.